Manufacturer narrative:
Updated fields: b4, d8, d9, e1 (event site state), g1 (contact person ¿ mfg site), g3, g4 - PMA/510(k)#, g6, h2, h3 (device not eval provide code, if other provide code -explain), h6 (type of investigation, investigation findings, investigation conclusions), h11. Customer was unable to provide serial number at the time due to biomed technician retrieving the console. A minimum of three (3) gfe attempts have been made to obtain additional information. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, the complaint will be reopened and updated accordingly.

Event description:
N/a

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had gas loss alarm during use. There was no injury/harm was noted.